Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed an infection at the pocket site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The device was removed and the patient was given antibiotics. It was noted that the patient was receiving effective pain relief prior to the device removal and plans to be re-implanted in the future.